Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Quality control investigation of returned test strips on (B)(4) 2015 produced lo readings and black chemistry was observed. Most likely underlying root cause of appearance for black chemistry is improper storage.

Event description:
The customer is calling because when she is trying to perform a blood test the meter keeps displaying the e-5 error immediately after the blood touches the test strip. The customer feels fine, no medical intervention is needed. The customer stated that the e-5 message appeared soon after the blood is applied to the test strip. The customer stated that she is storing the meter and test strips correctly. The customer verifies the she uses the proper blood testing technique.